Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 34.3-34.4cm and 36.4-36.8cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 26.0-27.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.